Manufacturer narrative:
The insulin pump received with blank display due to burned components on interface board and mother board. The motor assembly was found with burned motor flex connector. Operating current to verify failed battery, low battery, calibration, and button/keypad anomaly were not verified due to blank display. The device had minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer reported a blank display on the insulin pump. Customer's blood glucose reading was 100 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.